Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter ablation procedure, a stable point catheter was selected for use. After confirming the treatment site for paroxysmal supraventricular tachycardia, ablation was tried to perform using this catheter, but the catheter briefly experienced high contact, causing second degree atrioventricular (av) block. After waiting for an hour and a half, the issue was not resolved, so the procedure ended as it is. The patient was put under observation; no treatment was performed. The patient is currently showing a trend toward recovery. The physician believes the complication was not caused by the catheter but as a complication of the procedure. The device is expected to return.